Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported microdonts near the scope tip and chipping in the black plastic at the plug end during inspection for use involving an olympus rigid video laparoscope. There was no patient injury reported.